Event description:
Event description guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD) displayed a shorted shocking lead impedance warning and delivered inappropriate shocks. The implantable transvenous defibrillation lead and right ventricular pacing lead displayed low impedance measurements. There is no noise on the electrograms.